Event description:
One touch ultra strips give improper readings when done at the same time. Patient's machine is 1 year old. Purchased a new machine and readings are still different when more than 1 reading is taken at same time.